Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported attune tibial jig breakage.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added : concomitant medical products. Corrected : device evaluated by MFR. Product complaint # ==> (B)(4). Investigation summary ==> investigation methods: was patient affected: no. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: yes. Product checked: yes. Label checked: no. Product pulled from stock for inspection: no. The complaint states an attune tibial jig breakage. As you can see from the picture a piece of the black plastic is missing near the tibial cutting block locking mechanism. A review of complaint databases did not identify any other complaints related to this failure mode. The instrument was reviewed by bioengineering and a report was received stating; examination of the returned device confirms the complaint, there is a piece of the proximal portion of the device fractured. The fractured piece was not returned with the complaint. There is damage to the device in the area around the fracture indicative of some form of impaction. At no point during the surgical workflow should this device be struck; therefore, this failure could be attributed to use error. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. The complaint shall be closed to user error; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.